Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This was observed during set up of the device for peritoneal dialysis (pd) therapy. The patient was not connected at the time of the event. The leak was further described as when the patient opened the cassette door they noted ¿some fluid coming out of the rubber coating inside the machine¿. Renal therapy services discussed the use of continuous ambulatory peritoneal dialysis with the patient to continue with the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.